Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son insulin pump alarm motor position encoder error and motion sensor test failure. Customer's blood glucose at time of incident was 286 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was explained the alarm and possible causes of motion sensor test failure. Customer was unable to run displacement test because the pump has no battery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 286 mg/dl. Customer declined to troubleshoot for high blood glucose.